Manufacturer narrative:
Section a2, d10, h3, h4, h7, h8, h9: correction.

Manufacturer narrative:
Section h9: additional information manufacturer's investigation conclusion: the report of a motor stop event was reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The reported complaint was verified during their evaluation. The motor was connected to a test 2nd gen primary console and flow probe. The motor would not run and the console immediately displayed both a system alert:s3 and motor alarm:m4 alarms. Continuity testing of the motor's cable revealed intermittent open connection in the +5v connection when the cable was manipulated near the connector end bend relief. This damage appeared to be a result of conductor breakdown due to repetitive bending or twisting of the motor's cable during use. As an added note, the returned motor was noted to be over 13 years old. Due to the confirmed motor cable damage the motor was scrapped. Similar reports of motor cable damage have been documented and corrective action (CAPA) has been initiated to address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use (doc. #pl-0069, rev. 05) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. The 2nd generation centrimag system operating manual (doc. #pl-0280, rev. 09) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (us) (doc. #pl-0047, rev. 06) section 10 provides information regarding emergencies/troubleshooting. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was on lvad cmag 1st generation console. Transported to CT scan and discovered brain ischemia. Transported back to intensive care unit (ICU) flow on 1st gen console; hemodynamics remained stable. Customer reported he felt motor and felt it vibrating as if it was flowing, but the motor felt a little warmer. They switched to another 1st gen console and that didn¿t resolve the problem. They switched to a second motor and that resolved the problem. Later they placed the motor that had the problem with on a demo loop and the problem reoccurred. The next day, they spoke with the family about the brain ischemia and discontinued support. Patient expired (B)(6) 2019 but not due to centimag motor failure. Educated the perfusionist on to switch console and motor, and figured the problem out later. Not to plug the system into a power strip, plug directly into outlet. Not to share the outlet with other large medical devices. No further information was provided.

Manufacturer narrative:
Patient age was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor stopped. According to additional information provided, the patient expired on (B)(6) 2019 due to another causes. The device will be returned for repair. No further detail was provided.